Manufacturer narrative:
(B)(4). Concomitant medical products: unknown cck tibial tray, catalog #: unknown, lot #: unknown, persona posterior stabilized femoral, catalog #: 42500006001, lot #: 62435218, persona female hex screw, catalog #: 42509902525, lot #: 62348084, persona female screw, catalog #: 42509902548, lot #: 62417037. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02274, 3007963827-2018-00061, 0001822565-2018-02309, 0001822565-2018-02310, 0001822565-2018-02311 . Remains implanted.

Event description:
It was reported that the patient suffers from pain, limited mobility and implants that are not functioning to the full potential. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert persona the personalized knee system, pain and limited mobility are known adverse effects of this procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay corrected information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02274, 3007963827-2018-00061, 0001822565-2018-02309.